Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500mg/dl. The customer was showing symptoms of diabetes ketoacidosis and kept vomiting. It was stated that the customer was in an accident while driving. It was stated that they were not sure if the insulin pump was malfunctioning or it was a blockage at the site. When the customer attempted to correct, the device alarmed no delivery. Troubleshooting was declined as customer believes that the insulin pump was not sensing the occlusion in time and the way it should. It was stated that the customer did not feel comfortable with the insulin pump and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.